Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock entering cardiac output (impella cp with smart assist) section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella 5.5 with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that an impella 5.5 was supporting a patient when the impella stopped but they were able to restart. The next day, the impella 5.5 stopped and restarted again. No spikes or changes in motor current were noted prior to the pump stop. The pump was eventually explanted and the patient continued on extracorporeal membrane oxygenation support.

Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The cause of the temporary pump stop issue was most likely an open electrical line, based on the data log. The exact location of the electrical open line could not be confirmed without the returned product.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. On the seventh day of use, data log shows optical fiber line damage trend on all 5s optical parameters, which persisted until the end of the case run. The exact location of the damage fiber line could not be confirmed without the returned product. The cause of the temporary pump stop issue was most likely an open electrical line, based on the data log. The exact location of the electrical open line could not be confirmed without the returned product. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: add optical signal issue per a retrospective review of optical signal issues in accordance with FDA recommendation.